Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Patient reported having difficulty charging the ipg and was unable to restore communication with it. Patient stated they had not used or charged system in 4-5 months causing the ipg to be inoperable. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.